Event description:
It was reported by the customer that syringes were found to have foreign particulates. On 07/01/2026, during visual inspection of lot: 20260629-508634 rocuronium bromide 50mg/5ml (10mg/ml), 3 syringes were found to have foreign particulates. These units are available for return. Product: sterile syringe tray 5ml (3 syringes), lot number: 5245847, part number: 309703, number of defective units: 3 syringes, defect type: foreign particulates. Please let me know the results of the investigation.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.